Manufacturer narrative:
The reported event of a no power audible alarm failure on the returned controller (con180878) was confirmed during bench testing. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the controller (con180878) revealed that the device failed functional testing due to a no power audible alarm failure when the controller was disconnected from all external power sources. Internal inspection of the controller showed that the internal nickel-metal hydride (nimh) battery that powers the no power audible alarm was faulty; one of the battery's cells showed signs of leakage. Without a functioning internal battery, the controller is unable to power no power audible alarms when disconnected from external power. The manufacturer has opened an internal investigation to evaluate no power audible alarm failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that the software upgrade was incomplete as the no power alarm did not sound. The controller was exchanged. There was no effect on the patient.